Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller went dead on friday when they went to charge the ins and the controller was 75% charged. Patient stated they are not able to charge the implanted neurostimulator since friday because there is no power on the controller screen. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller is at 0% and recharging, the implanted neurostimulator is at 30% charged. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger. Agent reviewed to monitor device function, and let the controller charge up before charging the ins. The troubleshooting steps that were taken on the call resolved the issue.